Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced with a non-coloplast malleable device due to left cylinder and prosthesis erosion.

Manufacturer narrative:
According to the available information the titan was implanted on (B)(6) 2024 and replaced with a boston scientific malleable on (B)(6) 2024 due to eroded left cylinder and prosthesis. Titan pump, two cylinders and reservoir were received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced with a non-coloplast malleable device due to left cylinder and prosthesis erosion.